Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during a cataract surgery with an intraocular lens (iol) implant procedure, when surgeon was inserting the lens in the eye, surgeon verbalized when rotating forward the injector for the iol go in the eye, noticed that the tip of the injector was above the lens. The initial lens had a scratch located at the center of the lens and scrub nurse reloaded a new lens. The surgeon decided to cut and explant the iol and inserted a new one and used company another injector.